Manufacturer narrative:
(B)(4).the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.(B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were exposed right out of the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. A visual inspection was conducted. The cold boot was partially peeled and detached at the tip. The heater wire was flexed away and detached at the tip of the hot jaw. The heater remained attached at the base of the jaw. This failure mode was not reported by the account. Based on the condition of the device as found and the results of the investigation the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were exposed right out of the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.